Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the surgeon noticed that the suture would fall out of the device. No reinforcement material was used. The current patient status is good. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.